Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test-strip lot number, is not available.

Event description:
The patient/lay person informed a customer care associate, cca, that her basic had no power. The cca discovered the meter had been prompting low battery; however, the battery was not changed. The issue began two weeks prior to the call to lifescan. After being unable to use the meter, she developed shakiness. A result on the daughter's unknown brand meter was "378" mg/dl. Reportedly no treatment was rec'd. The products were upgraded. Because the pt alleged that she developed symptoms after attempting to use the meter, the complaints is considered an adverse event.